Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high pacing impedance, and noise within non-sustained ventricular tachycardia episodes. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was fractured.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient is a participant in the (B)(6) clinical study.